Event description:
During left thoracoscopy, left thoracotomy, left pleural biopsy, the stapler echelon flex 45mm standard cutter powered battery died on the 8th firing. No harm to patient. Battery did not stay charged throughout use during surgical procedure.